Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented to the clinic with syncope and presyncope. A review of the device episodes showed long pacing pauses up to five seconds. This right ventricular (rv) pacing impedance measurements were high and out of range in the bipolar configuration. The polarity had switched to unipolar configuration in october 2022 due to high out of range pace impedance measurements in the bipolar configuration. Oversensing of noise was also seen in both sensing configurations resulting in pace inhibition. The device was reprogrammed and rv output set to max outputs. Subsequently a revision took place, and this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this patient presented to the clinic with syncope and presyncope. A review of the device episodes showed long pacing pauses up to five seconds. This right ventricular (rv) pacing impedance measurements were high and out of range in the bipolar configuration. The polarity had switched to unipolar configuration in october 2022 due to high out of range pace impedance measurements in the bipolar configuration. Oversensing of noise was also seen in both sensing configurations resulting in pace inhibition. The device was reprogrammed and rv output set to max outputs. Subsequently a revision took place, and this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the clinic with syncope and presyncope. A review of the device episodes showed long pacing pauses up to five seconds. This right ventricular (rv) pacing impedance measurements were high and out of range in the bipolar configuration. The polarity had switched to unipolar configuration in october 2022 due to high out of range pace impedance measurements in the bipolar configuration. Oversensing of noise was also seen in both sensing configurations resulting in pace inhibition. A fracture was alleged, but not confirmed. The device was reprogrammed and rv output set to max outputs. Subsequently a revision took place, and this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient codes.

Event description:
It was reported that this patient presented to the clinic with syncope and presyncope. A review of the device episodes showed long pacing pauses up to five seconds. This right ventricular (rv) pacing impedance measurements were high and out of range in the bipolar configuration. The polarity had switched to unipolar configuration in (B)(6) 2022 due to high out of range pace impedance measurements in the bipolar configuration. Oversensing of noise was also seen in both sensing configurations resulting in pace inhibition. A fracture was alleged, but not confirmed. The device was reprogrammed and rv output set to max outputs. Subsequently a revision took place, and this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.